Manufacturer narrative:
Eval is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) was informed this unit is ocerdue for preventive maintenance (pm) by the MFR.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the set value on fraction of inspired oxygen (fio2) was higher than actual at lower sweep rate on the electronic pt gas system (epgs). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 04/17/2015: the epgs passed calibration, without issue, prior to cpb. Calibration was completed with all components of the gas system connected and this included tubing, gas filter, anesthetic vaporizer, mechanical gas flowmeter and tubing connected to the gas inlet port of the oxygenator. Cpb was initiated with a set fio2 (with central control monitor [ccm] slider) of 100% and a gas flow of about 5 liters per minute (1/min). With the fio2 set-point of 100%, the measured fio2 (displayed on the ccm) was 97%. The perfusionist (ccp) has no issue with these measures. During cooling of the pt, the carbon dioxide (co2) production is reduced and the ccp reduced the gas flow to about 2.5-3 1/min.